Event description:
It was reported by the rep that when the device was used during a laparoscopic gastric bypass procedure, staple line bleeding occurred. Another device was opened to complete the case. There was no consequence to the patient.